Manufacturer narrative:
(B)(4). A technical support engineer (tse) spoke with the customer about the reported malfunction. The tse recommended that the customer upgrade the display. The customer reported they will complete all repairs. No additional information was provided.

Event description:
It was reported that a ventilator entered an inoperative condition and the clock would not advance. The ventilator was not on a patient at the time of the event.